Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The report suggests that whilst the patient was walking to the bathroom during a carboplatin infusion the set separated at the upper pumping segment joint causing a cytotoxic leak to occur. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The customer¿s report that the set separated at the upper pumping segment joint causing a cytotoxic leak was confirmed. Visual inspection confirmed the customer¿s report as the silicone segment appears to have been torn or snapped at the upper pumping segment component. Part of the tubing remained attached to the upper adaptor and the silicon tubing was torn. A definitive root cause could not be determined, however damage of this nature is consistent with the set being subjected to a high tensile force.